Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a high-pitched tone and a blank display. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with manual injection. Troubleshooting was not completed and the insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was monitored for several days and no unexpected long high pitched beep or blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump was received with minor scratched display window.